Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. The customer stated that the insulin pump was exposed to an MRI. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to loose dive support disk. However, the insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.